Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this cardiac resynchronization therapy defibrillator (crt-d) was performed. Analysis showed that the allegation against the device was not confirmed. The device passed mechanical and electrical tests and was functioning normally. Device meets specifications and longevity.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) migrated. The crt-d was surgically explanted. No additional adverse patient effects were reported.